Event description:
It was reported that pump flew off during amusement park ride after customer forgot to remove it, causing screen to become orange and physically damaged so customer could not read or interact with display. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy.